Manufacturer narrative:
Follow-up #1 date of submission 10/01/2015-product analysis: the device was returned and evaluated by product analysis on 09/14/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related events. Two battery compartment cracks were observed; moisture was observed within the battery compartment; leak testing revealed battery compartment leaks. The returned battery cap threads were damaged and the cap was unable to secure properly to the pump. The cap contact dimensions were within specification. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power(damage with moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.